Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of tpn that required insulin administration. A new-born patient with an initial diagnosis of neonatal encephalopathy and meconium aspiration was undergoing hypothermia therapy to treat hypoxic-ischemic encephalopathy. The patient was to receive an infusion of tpn (250ml bag with d12.5). The tpn was a routine infusion intended to infuse at a rate of 5.2 ml/hour. The patient was also receiving continuous infusions of dobutamine at 0.36ml/hour; continuous norepinephrine at 0.45ml/hour, continuous art line fluids (sodium acetate and heparin) at 1ml/hour. It was alleged that the tpn over infused due to elevated blood glucose readings. A blood glucose reading taken at 08:42 am was 126 mg/dl. A subsequent reading at 13:18 showed a glucose level of 122 mg/dl. The glucose result was rechecked and confirmed to be significantly elevated. Glucose max of 1022mg/dl was measured. An insulin gtt (glucose tolerance treatment/protocol) was initiated, and the patient's glucose levels steadily decreased. Glucose returned to the normal range at 10:29 am.